Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that it was not overheating. Therefore, the reported condition was not confirmed. The assignable root cause was not determined. An assessment was performed on the device which determined the unit meets all manufacturers¿ functional specifications. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was overheating. It was not reported if the device was used in surgery. There was no patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly